Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 9/26/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. Customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 145-180mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:213mg/dl, date: (B)(6) 2018, time:5:16am, fasting; result 2:216mg/dl, date: (B)(6) 2018, time:5:15am, fasting; result 3:173mg/dl, date: (B)(6) 2018, time:5:34am, fasting; result 4:202mg/dl, date: (B)(6) 2018, time:3:27am, fasting; result 5:201mg/dl, date: (B)(6) 2018, time:7:44am, fasting. Customer have only been using the meter for about a month. Customer states that because he was getting high results he calls the doctors off and make an appointment. Customer was not sure if it was his medication that was causing the high results. Customer states that he went to the doctor's office and was told the he is ok. Customer was not sure if the high blood results was because of his meter or medicine. Customer is at the pharmacy and does not have the strips with him.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). Test strip UDI#(B)(4). Note: manufacturer contacted customer on 9/26/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. Customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 145-180 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1:213 mg/dl date:(B)(6) 2018 time:5:16 am fasting. Result 2:216 mg/dl date:(B)(6) 2018 time:5:15 am fasting. Result 3:173 mg/dl date:(B)(6) 2018 time:5:34 am fasting. Result 4:202 mg/dl date:(B)(6) 2018 time:3:27 am fasting. Result 5:201 mg/dl date:(B)(6) /2018 time:7:44 am fasting. Customer have only been using the meter for about a month. Customer states that because he was getting high results he calls the doctors off and make an appointment. Customer was not sure if it was his medication that was causing the high results. Customer states that he went to the doctor's office and was told the he is ok. Customer was not sure if the high blood results was because of his meter or medicine. Customer is at the pharmacy and does not have the strips with him.